Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on the atrial lead was observed during an annual device check. The leads performance was within normal limits. The noise was reproducible with isometrics of the upper-body. The patient was asymptomatic before, during and after the check. No interventions are scheduled, will continue to monitor.